Manufacturer narrative:
(B)(6).

Event description:
It was reported the pt was having trouble recharging her device. It was stated, the pt chose to have her system explanted as she "did not need to use it." It was stated, the pt no longer had pain in her arm after the removal of the device. The pt recovered without sequela.